Event description:
Healthcare professional reported saline "rupture" this record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jun/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported saline "rupture" this record is for the right side. Device was explanted.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a050401 - fluid/blood leak). Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. Particles in valve: no observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d6a, d9, h3, h6

Event description:
Previous medwatch submission noted, rupture. Upon further information, allergan has determined, that the event of rupture, did not occur.